Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Bg cause was not known. Customer drank two cans of soda and ate a chocolate bar, however bg still kept dropping, so she called the ambulance. Customer received no treatment as bg stabilized on its own by the time they arrived at the emergency room (ER). Tandem technical support performed a pump system check and verified the pump functioned as intended. Multiple follow attempts were made by tandem customer technical support (cts) to acquire release date, however, no response was received by the customer.